Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan USA alleging that their onetouch ultralink meter had displayed an error message ¿ error 1. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at 8:30am on (B)(6) 2016. The patient manages their diabetes with insulin (no adjustments) and denied taking any action in response to their regular diabetes management regimen routine as a result of the error message appearing. The patient denied developing any symptoms as a result of the alleged product issue, but stated that on (B)(6) 2016 at 8:30am they self-treated by taking an additional 10 units of novalog insulin. The patient also stated that they measured their blood glucose at 8:45am on (B)(6) 2016 and obtained a result of ¿356mg/dl¿ on a ¿relion¿ meter. At the time of troubleshooting the cca noted that the meter was not in use for the first time. The patient¿s products were requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.